Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that the device malfunctioned.

Event description:
Patient presented for hip revision surgery due to retroversion and dislocation. Surgeon requested to implant a 32mm femoral head with a 36mm acetabular liner. The doctor understood the mismatch.